Event description:
Add'l info rec'd from MFR 3/09/2005: the lot number was not provided on the medwatch report rec'd. A medwatch report has been filed on this incident.

Event description:
Reporting party was implanted with a 4.5 mm 90 degree cannulated lc-angled blade plate manufactured by synthes (USA) corp in left foot. The blade plate was 40 mm in length and had 8 holes. Sometime in or around august or september 2003, the implanted device broke in half (it is unclear when this actually occurred). It was explanted. On or around the time of the device failure, reporting party acquired an infection to left foot that led to the rejection of a substitute device. As a result of the device failure and the infection it caused, reporting party will have left foot amputated.